Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 05/2025).

Event description:
It was reported that sometime post port placement, the patient allegedly experienced pain and bulging area on her neck when she turns her head to the left. It was further reported that the patient allegedly experienced itching at the port body site. Reportedly, after doctor evaluations with x-ray they have concluded that the port is in a good position. However, there is no information provided regarding additional intervention or medication to treat pain, bulging area on neck and itching at the port body site. There was no reported patient injury.